Event description:
It was reported that a patient¿s ilet device had a cracked and broken screen identified when attempting to restart therapy after an insurance lapse, and a replacement ilet was shipped while a clinician provided an available ilet for continued use. Symptoms included no reported adverse clinical effects. Outcomes included no reported impact to health and no alarms. Investigation included a review of the reported product issue and coordination for device replacement. Investigation of this case revealed physical damage to the display consistent with a broken or cracked screen. It was concluded that the device experienced a hardware failure involving the display, and replacement was warranted.